Manufacturer narrative:
Patient information was not provided. Cardiacassist inc. Manufactures the tandem heart pump. The incident occurred in (B)(6). The device was discarded by the customer and the serial number is unknown. The physician had no other information to provide after follow up attempts. The root cause of the low flow issues is unknown due to limited information, however they may have been effected by insufficient anticoagulation treatment, excessive treatment time (longer than 6 hours), and patient condition as outlined in the device instruction for use. Device discarded.

Event description:
Livanova received report that during support of a patient a tandem heart pump was used and low flow issues were experienced. Reportedly, the patient originally was able to be placed on 5 l/min flow, however flows decreased and it was not possible to increase flows back to the previous level. The patient eventually died due to his severe condition and the physician stated that the patient would not have made it with or without the device.